Event description:
Accounting reports that when they attached the bd threaded lock cannula to the injection site, leaking occurred. Device was used on a neonate. No serious pt injury reported. Sample is available.